Event description:
The customer's husband reported that she had a blood glucose level of 526 mg/dl. The husband declined to troubleshoot for the high blood glucose level. The husband stated that the customer treated the high blood glucose level with insulin pump and manual injection. The husband states that he will change to a new insulin vial. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.